Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, bleeding under 500cc occurred. Another device was used to complete the procedure without issue. There was no tissue damage and no pt injury.